Manufacturer narrative:
The report of the event migration or expulsion of the device was not confirmed. Longevity analysis found the battery depletion to be normal. The device functioned normally on the bench. No anomalies were found. The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that a patient presented in-clinic with device migration noted on the patient's implantable cardioverter defibrillator. The device was explanted and replaced on (B)(6) 2023. No additional adverse patient consequences were reported.